Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator did not deliver the tidal volume properly. The ventilator was not in use on a patient at the time of the event occurred. The third party biomed inspected the device and found the device not working. The biomed performed all the calibrations and the connection properly. The ventilator passed all tests and operated within manufacturing specifications. Medtronic was not authorized to evaluate the device.